Event description:
It has been reported to us that the physician had difficulty removing the stent delivery catheter from the pt during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 4.5mm. The physician inserted a stent delivery catheter and successfully placed a stent. The physician removed the stent delivery catheter and inserted an aspiration catheter. The physician felt resistance. The physician decided to remove the aspiration catheter and continue the case. The physician re-inserted the stent delivery catheter and performed post dilatation. The physician attempted to remove the stent delivery catheter and felt resistance. The physician deflated the occlusion balloon and decided to remove the devices together from the pt. Pt is reported to be fine.